Manufacturer narrative:
The insulin pump powered up after battery installation. The device passed the self test. However, the insulin pump errored "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software. The fault was isolated to the motherboard. No cosmetic damage noted physical inspection.

Event description:
The customer reported via phone call that she had carelink issues; the customer downloaded java and her computer froze. Troubleshooting was initiated for the carelink issue; however, the caller was unable to upload their insulin pump data to carelink. The insulin pump was returned and replaced.